Manufacturer narrative:
Addrl1 ipg implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced buzzing in the pocket. It was noted that it may be due to a lead issue. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.